Event description:
Patient had an eye examination in 2007. She had been seen at this office in 2006. Coastal contact lens sent a letter to confirm her contact lens prescription and was told that she only had one refill of her contact lens. They filled that. On original date, they asked for another refill. They were told it was expired and filled the prescription only. She had edema on her cornea. This is not because of a manufacturing error. It is because coastal contact lens did not adhere to the expiration date of the prescription and filled an expired prescription frequency: 3-4 week, route: ophthalmic, 3-4 week, route: ophthalmic. Dates of use: 2002 - 2007. Diagnosis or reason for use: corneal edema. Corneal irritation.